Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the tosoh (B)(4) visited the customer to address the reported event. The (B)(4) evaluated the instrument and found that the 1-6 line from the injection valve to the filter was clogged. The instrument could not process samples. The (B)(4) replaced the 1-6 tubing. The (B)(4) then ran calibration, quality controls, and precision with acceptable results. The g8 instrument was working as expected. No further action was required by the (B)(4). A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2017 through aware date (B)(4) 2018. There were no similar complaints found during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state; 102 pres limit over: the pump pressure has risen abnormally and has caused the shutdown circuit to be activated. Turn the main power switch off and remove the cause of the pressure increase. Refer to 100 pressure high. The most probable cause of the reported event was due to a clogged 1-6 tubing.

Event description:
A customer reported getting 102 pressure over limit during on startup with the g8 instrument. The instrument was cleaned but the error persisted. The instrument was down. The tosoh (B)(4) was dispatched to address the reported event, which resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.